Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not understand how to use the quick bolus feature (wake button). Customer's blood glucose level was impacted (270 mg/dl). During troubleshooting with tandem technical support, the customer was able to use the quick bolus feature successfully.